Manufacturer narrative:
(B)(4). Reported event was considered confirmed via medical record and x-rays which had extensive scar tissue noted, loose fragments of bone from the strut allograft and proximal humeral tuberosities. The pathology report states that the patient had a reaction the bone cement that was previously implanted device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: unknown day in (B)(6) 2010. Medical product: catalog #: unknown, glenoid, lot # unknown; catalog #: unknown, liner, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00862, 0001825034-2021-00863. Unknown location.

Event description:
It was reported that an initial left total shoulder arthroplasty was performed approximately 12 years ago. Subsequently, the patient underwent a two-stage revision due to infection. About a year later, the patient was reimplanted with an anatomic total shoulder. Then, another year later the patient was again revised due to rotator cuff failure, scar tissue, and pain. The humeral stem was left intact, and a reverse total shoulder was placed without complication. Attempts have been made and there is no further information at this time.